Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the forced bipolar grasper instrument was stuck on the tissue and would not release. The intuitive surgical, inc. (Isi) field service engineer (fse) checked the system logs and did not see any issues. The isi fse ordered both a master tool manipulator (mtm) and a universal surgical manipulator (usm) and would do a system verification to determine the cause of the issue. The procedure was completed with no reports of patient injury.